Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display was found to be dim and faded; the text was discolored and difficult to read. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed a hole in the audio bolus button. The audio bolus button functioned appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).